Manufacturer narrative:
Based on the received information from the field, a technical implant failure seems likely. However to determine an exact root cause, device investigation would be necessary. No further information has been received despite requested. This is a final report.

Event description:
The user's hearing performance with the device is affected. In january 2021 the user reported that he had not been hearing well with the device for around 1 year. Prior to this the user had good benefit with the device. Further technical checks are considered.

Manufacturer narrative:
Additional information: based on the received information from the field, a technical implant failure seems likely. However to determine an exact root cause, device investigation would be necessary. Re-implantation was carried out, but the device has not been received yet.

Event description:
The user's hearing performance with the device was affected. In january 2021 the user had not been hearing well with the device for around 1 year. The user has been re-implanted on (B)(6) 2021. Despite several requests the explant has not been received for investigation.

Event description:
The user's hearing performance with the device is affected. In (B)(6) 2021 the user reported that he had not been hearing well with the device for around 1 year. Reimplantation is considered but not scheduled yet.

Manufacturer narrative:
Based on the received information from the field, a technical implant failure seems likely. However to determine an exact root cause, device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. In (B)(6) 2021 the user reported that he had not been hearing well with the device for around 1 year. Prior to this the user had good benefit with the device. Further technical checks are considered.